Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced no audible tone/beep, low reservoir alarm and no delivery/occlusion. The customer's blood glucose value was unknown. The customer stated that the pump was neither beeping or vibrating. The customer was assisted with performing self-test. The customer stated that the pump did not beep during tone test. The customer declined to troubleshoot for low reservoir and no delivery alarms. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with no audio/beeping alarm tones due to broken black wire of the piezo transducer. Pump was received with the operating currents within specification and passed the unexpected error test, rewind, basic occlusion test, occlusion test, excessive no delivery test, displacement test, and the delivery accuracy test. The insulin pump failed the self-test and unable to perform the prime test due to no audio fault. The vibrator activated properly during the self-test and when selected as the alarm/alert type. No vibrate anomaly noted during testing. The pump alarmed no delivery during the basic occlusion and occlusion test and the low reservoir alarm triggered properly however, no audio alarm heard due to no audio fault. The insulin pump was received with cracked reservoir tube lip, minor scratched lcd window, and scratched reservoir tube window.